Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 12.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2018 because the patient did not like the extended depth of focus. The replacement lens was the same diopter, but different model zcb00. No additional information was provided.

Manufacturer narrative:
Additional information: additional information received reported the patient's (B)(6), gender was female, and the operative eye was the left eye. Also, the doctor's full name is (B)(6). There was no incision enlargement, no vitrectomy, and no sutures used. There was also no patient injury and the patient is fine post-operatively without any complaints. No additional information was provided. (B)(6). Gender/sex: female. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 02/16/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection that was performed using 12x magnification shows that the lens was contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The iol also shows that it was damaged near the edge and was cut in. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.